Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrogade cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician was trying to bow the device, the distal end of the cutting wire broke. There was no part of the device detached inside the patient. Reportedly, they used the same generator and active cord during the procedure, but used a second hydratome rx 44 to complete the procedure. There were no patient complications reported as a result of this event.